Event description:
Reporter alleged test strip box had the wrong package insert in it and family member had been dosing strip improperly. Reporter stated family member has had a stroke and is now staying with another family member. Reporter stated being unable to send test strips back for evaluation because they had been returned to the pharmacy where they were previously purchased.